Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on (B)(6) 2020 due to an air in line. Service evaluation verified the air in line. The cause was identified to be an out of specification of upper fluid reading and lower fluid reading ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, had an air in line. No additional information is available.